Manufacturer narrative:
Combination product: yes.

Event description:
A lcx 2.75/18mm orsiro mission stenting done successfully. After post dilatation a proximal stent edge dissection was noted. A 3.5/15mm orsiro mission drug-eluting stent system failed to cross the target lesion. It could not cross the previous stent. Overlapping stenting was done with another stent.

Manufacturer narrative:
Combination product: yes. 09-sep-2024 stent was intended to treat an occluded lesion (100 percent stenosis degree) in a segment of the dominant lcx. The lesion was pre-dilated with different balloons. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed that the balloon is well folded and shows no signs of inflation. The stent shows no damage or irregularity. The crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter of a defined amount of samples is tested. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians event description, the most probable root cause for the reported event is related to the patients anatomy (i.e., previously implanted stent).